Event description:
The user facility reported a 67-year-old male noted as high risk percutaneous cardiac intervention (hrpci) was implanted with an impella 5.5 device for mechanical circulatory support. The patient had a transient ischemic attack (tia) that altered mental status, facial droop, slurring of speech lasting approximately 2-3 minutes, and then recovered. Patient has a history of tias and stroke. Patient stable and recovering further during the next days. Additionally, the device's cannula became separated from the remainder of the device during difficult removal from graft after the 28 day support.

Manufacturer narrative:
The investigation into the reported stroke/tia and cannula detachment has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the root cause of the neurological event is due to the patient's condition because of their history of strokes and transient ischemic attack's (tia). The root cause of the cannula detachment is due to a use issue of using excessive force. Instructions for use for the related event are as follows: ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿